Manufacturer narrative:
The customer did not return the device for evaluation. The in-house testing was not performed with the retained test strips as the customer used the expired strips during the event. The customer was educated that the expired test strips should not be used to perform testing. A device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer used the expired test strips during the event occurrence. As per contour next link user guide, "check the expiration date on the test strip bottle and the expiration date and discard date on the control solution bottle. Do not use expired materials." The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that about 3 weeks prior to calling ascensia, he obtained a blood glucose reading of 117 mg/dl on the contour next link meter. The customer was experiencing symptoms of hypoglycemia such as dizziness, and then he passed out. A physician was called to the customer's home and asked him to eat. The customer ate mashed potatoes and chicken and drank water, after which he recovered well. It was identified that the customer was using test strips which had expired in (B)(6) 2019. The customer was advised to return the device for further evaluation. A replacement meter kit and test strips were sent to the customer.